Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances such as atrial fibrillation, lbbb, and rbbb are known potential adverse effects per the device IFU. In this case, the patient required a permanent pacemaker as treatment. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, atrial fibrillation was noted on telemetry. On the second post-operative day, during cardiac monitoring, the patient went between left bundle branch block (lbbb), right bundle branch block (rbbb), and complete heart block (chb). Subsequently, a permanent pacemaker was implanted on the third post-operative day. No further adverse patient effects were reported.